Event description:
Patient brought to pacu post-surgery with 4 bulb suction drains-2 on each side. The right side was fine. The drains on the left side would not hold suction. They were compressed multiple times without success. The bulbs were changed and the tegaderm reinforced over the existing dressing and bulbs would still not stay compressed. Doctor notified by phone. Drains ¿ok to gravity¿ per doctor and patient was admitted to med/surgery. Returned to surgery for drain replacement.